Event description:
It has been reported that a versacross access solution kit was selected for use for an atrial fibrillation (a fib) procedure. During insertion of the versacross rf wire through the dilator, the user mentioned that they had difficulty advancing the rf wire through dilator that's when they pulled the wires all the way out of its original packaging. Upon further inspection, the tip of the rf wire had fraying electrical coating that was flaking off of the wire. A new kit was then opened to replace the device, and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis (disposed). The physician had a hard time advancing the rf wire, and when looked at the proximal end of the wire, it was noticed the insulation was flaking off and sticking out from the catheter, getting stuck on the dilator.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.